Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; there were three small dents on the surface of the tissue pad. One of these dents was located at 12mm from the distal end. At the position of this dent, a part of the tissue pad was missing. There were scratches on the surface of the probe at 5mm and 11mm from the distal end. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that a metal object which contacted with the probe and the tissue pad was heated when the user activated the device, consequently the tissue pad was damaged. The instruction manual of the device has already warned as follows; *do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration and this may lead to damage or detachment.

Event description:
During a laparoscopic cholecystectomy, the subject device was used. The intended procedure was completed with the subject device. After the procedure, the user noticed that the tissue pad of the device was partially missing. The user reported that there was a possibility the fragment was fell off in the patient body, however, the user decided that an additional treatment was not necessary. There was no patient injury reported. This is the report regarding the partially missing of the tissue pad.